Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause of the observed e315 scope communication issue could not be determined, however, the issue was likely the result of leakage from the vent connector due to user handling/mishandling, resulting in the ingress of water into the scope connector causing an electronic component malfunction. The event can be prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter.3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning - using an endoscope that is not functioning properly may compromise patient oroperator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter.5.1 trouble shooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning - never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope gave a scope communication error (error b30). The device was returned to olympus for evaluation. During evaluation, the device produced no image and relayed an error code e315 due to corrosion on the plug unit. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. The customer reported the device issue was found during preparation prior to a diagnostic enteroscopy procedure. The procedure was completed with a similar device. The patient was not under anesthesia when the product issue was identified and no procedural delay was reported. The customer confirmed there were no adverse effects to patient.

Manufacturer narrative:
During evaluation, the reported error b30 did not occur. However, evaluation found an error e315, device exhibited no image due to water invasion in the electrical connector (el) caused by leaking. Functional testing was performed; this showed the device failed leak testing due to a deformed scope cover. In addition, the venting valve was leaking and the electrical connector showed fluid ingression. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.